Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On (B)(6) 2017, a device history review was performed which confirmed the scope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Since no further information regarding this event has been received, pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax (B)(4) submitted a final report to health (B)(4) on (B)(6) 2017 (reporter file no. (B)(4)). In the report, pentax (B)(4) stated "upon receiving the endoscope eg-2990i s/n: (B)(4) for inspection at pentax on (B)(6) 2016 we discovered that the endoscope had a leak at the operation channel/biopsy channel due to a hole or cut, a leak at the bending rubber due to a cut/hole, and another leak at the side body cover at the control body of the endoscope. We can not determine if the blood found was due to having the leaks in the bending rubber and the operation channel. It should be noted that the IFU for the device requires that a leak test and visual inspection of the endoscope be performed prior to each use. This type of visual evaluation and the leak test if performed properly, may avoid the type of residue described in this complaint. " the endoscope was repaired and sent back to the customer on (B)(6) 2017. Pentax (B)(4) held a conference call with the customer to emphasize on the leak testing process and to visually inspect the endoscope prior to each use as per our IFU.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating "upon pre-clean, nurse notice mucous/blood exit distal tip of scope so it was sent back to MDR to re-reprocessing. MDR noted more blood coming from the channel. Index case believed to be a ++gastric bleed, scope used x 2 after index case. Possible blood exposure to patient (s)." Pentax (B)(4) spoke to the customer on 11/30/2016 and the customer stated the scope was lastly used on (B)(6) and the index patient (patient with gi bleed) was on the (B)(6). The scope was used on two patients on the (B)(6) after the gi bleed procedure and it was cleaned/washed and then stored. On the morning of the 24th while the nurse was setting up the scope to be used for the first time the nurse noticed the blood coming out of the distal end. The scope was pulled and sent again for cleaning and then to be packaged and sent in for inspection by pentax (B)(4). Pentax (B)(4) submitted a report to health (B)(6) on 12/02/2016 (reporter file no. MDR (B)(4)). The report included the information stated above, in addition to stating "no patients consequences as per the hospital" and "pentax (B)(4) is currently doing an investigation with the customer". This report is for the first patient who had a procedure performed on (B)(6) 2016 after the gi bleed procedure with the device involved in this event.